Event description:
4web was notified that a custom made 4web total talus device was explanted on (B)(6) 2025. It was reported that the patient developed arthritis over time and was experiencing pain. The initial surgery was performed on (B)(6) 2020. Revision surgery was completed using another 4web custom made device.

Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. The reporter does not believe that it is an issue with the initial talus implant, the patient was reported to have developed arthritis. Review of production records did not indicate any issues related to manufacturing that may have contributed to the event. No product was returned for evaluation.